Manufacturer narrative:
Medtronic received additional information that this device was explanted and replaced due to mitral regurgitation. Prior to the replacement procedure, the patient was experiencing class iii heart failure. No other adverse patient effects were reported. Patient weight added at a.4.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to request additional information and product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 22 years and 6 months post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic mitral valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.